Event description:
Lar procedure. Cs33 dlu had difficulty closing and getting into range, approximately 3-5 attempts. Firing was normal, tissue donuts were very large and intact, however post firing leak test revealed bubbles in the area of the staple line. Surgeon oversewed the anastomosis to complete the case.

Manufacturer narrative:
According to the surgeon, cs33 had difficulty getting into range, taking around 3-5 attempt. Firing was normal, tissue donuts were very large, and intact, however post firing leak test revealed bubbles in the area of the staple line. In addition, unit had problem detaching from the flexshaft ii. Upon analysis, cs33 quick connect worked as intended. The knife penetration on the cut ring showed off center knife penetration. New staples were reloaded into the staple cartridge, unit calibrated, opened, closed into firing range, fired staples into four layers of foam and staples formation were acceptable. Root cause: unit function and tested as intended. The cut ring showed evidence of uneven tissue during the time of firing. Action: none. "See scanned pages."